Manufacturer narrative:
(B)(4). The device was received by the baxter product analysis lab (pal) operational and in good condition. The device failed the homechoice rite (return instrument test and evaluation) functional test for timing out during drain 1 (manufacturer report 1423500-2011-12382) but passed the rite electrical test. A review of the device logs revealed no anomalies, however, a drain volume was identified that meets the iipv (increased intra-peritoneal volume) criteria. The product analysis lab performed an evaluation. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected; all pressures were correct and stable. A short simulated therapy was performed and completed successfully. Accuracy confirmation and temperature verification tests were performed and completed successfully. There were no problems found during an internal inspection. The device functioned properly during the evaluation. The assignable cause for rite test failure - timeout during drain 1 was undetermined. The probable cause for the iipv found in the logs was determined to be insufficient drain, false empty detect and use error; initial drain alarm setting inappropriately programmed, and insufficient drain; one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A review of the following labeling was performed: homechoice/homechoice pro apd systems patient at-home guide. The current labeling for the homechoice/homechoice pro apd systems patient at-home guide was found to be sufficient. No device failure or malfunction was identified that could have caused or contributed to the iipv event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on date (B)(6) 2011, during cycle 5 with drain volume of 4816 ml. The patient's largest prescribed fill volume (lpfv) was 2500 ml. This event meets overfill criteria. No patient injury or medical intervention was reported. Baxter contacted the nurse to notify of this incident of iipv that was found during the device log review.